Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 17.1 mmol/l. The customer stated that after a few button pressed the numbers scrolled all the way through everything and the insulin pump locked up and froze. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No frozen numbers ramping on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.